Manufacturer narrative:
Evaluation results, conclusion: death. Cardiac disease, death was related to a cardiac event. Evaluation of the explanted stent graft is pending.

Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm. The thoracic aorta was unremarkable; however, the pt had known cardiac disease. It was reported that the stent graft was successfully implanted without complications; however, 24-48 hours post implant, the pt was paralyzed. It was noted that a spinal drain was not used in this procedure. After a few days, the pt died of a cardiac event and the stent graft was explanted at autopsy in 2009. The explanted stent graft was received and its evaluation is pending. No add'l info was provided.